Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the treatment of left m1 aneurysm, the subject stent was difficult to advance through catheter. When attempted to position and deploy at the lesion, the subject stent would only partially advance and could not fully be deployed from the catheter. The device was unable to be re-sheathed so it was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported that during the treatment of left m1 aneurysm, the subject stent was difficult to advance through catheter. When attempted to position and deploy at the lesion, the subject stent would only partially advance and could not fully be deployed from the catheter. The device was unable to be re-sheathed so it was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
The returned product was confirmed to be the product reported in the complaint. During visual inspection, the subject stent delivery wire was found returned advanced through a microcatheter and kinked. The subject device was found partially deployed form the tip of the catheter and slightly deformed. During functional inspection, the subject stent delivery wire was advanced to fully deploy the stent without any difficulties. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned for analysis and not all of the reported events were confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received was the device was prepared as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as moderately tortuous. During analysis, the subject stent was returned partially deployed from the distal tip of a microcatheter and slightly deformed. The subject stent was able to be fully deployed with no difficulties. The subject stent delivery wire was found to be kinked with the introducer sheath not returned for analysis. Its likely the reported events of resistance was felt during the procedure manipulation of the device would have caused the device damage. Both the as reported events stent partial deployment, stent difficult/unable to advance or pullback through catheter and stent difficult/unable to pull stent back into sheath and as analyzed events stent partial deployment, sdw kinked/bent and stent deformed will be assigned with an assignable cause of procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.